Event description:
Image review the images confirm a chronic total occlusion (cto) in the proximal lad with vessel stenosis proximal to the occlusion site. The cto lesion is pre-dilated followed by placement and deployment of the first resolute integrity stent. No deployment issues were observed. There is evidence of thrombus within the newly deployed stent. The thrombus appears to have moved proximally resulting in blockage to the vessel proximal to the newly deployed stent. The second resolute integrity stent is then deployed. No deployment issues were observed. Deployment of the second stent failed to resolve the issue and the lad remained occluded. Despite attempts at further ballooning the vessel the thrombus burden was not resolved.

Manufacturer narrative:
.

Manufacturer narrative:
Results: inherent risk of procedure-thrombosis, occlusion, tvr, reaction and mi; patient's condition affected effectiveness of device-vessel contained thrombus prior to placing the resolute integrity stents; no results available since no evaluation performed- device not returned for evaluation. Conclusion: inherent risk of procedure-thrombosis, occlusion, tvr, reaction and mi; patient's condition affected effectiveness of device-vessel contained thrombus prior to placing the resolute integrity stents. (B)(4).

Event description:
The patient had 2 resolute integrity drug eluting stents implanted without any reported issues. Post implant (0-24 hours) the physician claims patient had an allergic reaction to stent that caused the artery to clot off and patient suffered stent thrombosis and acute myocardial infarction. Bypass surgery was carried out in treatment. Images provided indicates the vessel contained thrombus prior to placing the resolute integrity stents